Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted into the right internal jugular vein in a 79-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure with a pulmonary embolism. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm and low flows at less than 2 l/min. Partial thromboplastin time (ptt) 150. No purge line tubing kinks observed. Tissue plasminogen activator (tpa) was initiated, which resolved the issue. There was no noted interruption of flow or support for the patient. After two days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-6 at 1.9 l/min with d5w sodium bicarbonate in the purge solution. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.